Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned devices identified that the mis headed screw had fractured and the head was still lodged in the screw inserter/extractor. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06702, 0001822565-2018-0396.

Event description:
It was reported that during surgery a screw fractured and surgeon had to take it away with the clamp. Attempts have been made and additional information on the reported event is unavailable at this time.